Event description:
An asymptomatic patient presented in clinic after receiving a patient notifier for hv lead impedance. The electrical function of the lead was tested and variation increase of high voltage impedance was observed. Externalized conductors were also noted. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.